Event description:
The customer reported that results for a single pt sample processed on a vitros 350 chemistry system were associated with the incorrect pt. The results were reported and questioned by the physician. A corrected report was issued. There were no allegations of harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event determined that the customer manually programs all samples on the vitros 350. The customer and ocd field service determined that the customer loaded sample m1645 and m1660 in positions 1 and 2 on a sample tray. The customer manually programmed sample positions 3 and 4 instead of tray positions 1 and 2. This action resulted in the programming for m1645 being run on m1660 and no results for m1660 due to no sample being present. The root cause of this event is user error when manually programming samples.